Event description:
It was reported that the patient experienced a dissection as a result of the jetstream xc atherectomy device or procedure. No further event or patient details were provided.

Manufacturer narrative:
B3: exact date unknown, event occurred in last two months before aware date. D4: product information was not provided, therefore lot number, expiration date, and UDI are unknown. G2: report source: other - physician survey. H4: product information was not provided, therefore manufacture date is unknown.